Event description:
On (B)(6) 2010, pt reported that over the past several months, he will often notice a large air bubble at the top of the insulin cartridge during use. Pt stated he always allow the insulin to warm to room temperature prior to installing infusion device. Assisted pt with priming the air bubble out of the cartridge; was successful. Had pt return the infusion device to run mode. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.